Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marksman catheter encountered resistance and broke/separated. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an acute ischemic stroke. The vessel tortuosity was moderate. The access vessel was the right femoral into the rica. The physician tried to advance the red 62 but it wouldn't track so he introduced and advanced the marksman and aristotle to use as a rail and support the red 62 for advancement into place. Once red 62 in place, they tried to remove the wire to introduce the solitaire but had significant resistance when trying to remove wire. Physician decided to remove both wire and marksman together out of the patient. When the products were out of the body the marksman was broke and separated on the distal end. The aristotle wire was well hydrated and all products prepped per IFU. The very distal end of the catheter was discarded by accident; therefore, sending partial marksman and aristotle 18. The catheter was flushed as indicated in the IFU. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was entrapped/stuck. The was no vasospasm. The catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. There were no patient symptoms or complications associated with this event. Additional information received reported that the solitaire was not used with this catheter because they couldn't get the wire out of it. A completely different catheter and wire was used. It was unsure what the reasoning was for the break/resistance. Ancillary devices: guidewire aristotle wire 18 a18-200-002 lot# 027801, access: 6f shuttle, red 62.